Event description:
The ge oec 9800 fluoroscopy system had the monitor that flickered on and off.

Manufacturer narrative:
A ge oec service representative investigated the issue and found several pins pushed in on the interconnect cable. The pins were repaired. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt information with respect to this issue.